Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted after it became dislodged. It is suspected that this dislodgment was due to twiddler's syndrome.